Manufacturer narrative:
Initial.

Event description:
It was reported that the user wished to return the ilet and switched back to an omnipod pump after experiencing unpreventable high and low blood glucose values, with a highest of 366 mg/dl and a lowest of 64 mg/dl, and they verified sensor accuracy with fingersticks; the event cause remained unclear. Symptoms included hyperglycemia and hypoglycemia without reported physical symptoms. Outcomes included the need for unexpected medical intervention consisting of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.